Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of hypotension, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported an intra-aortic balloon pump was in place at the start of the percutaneous coronary intervention to treat the moderately calcified left circumflex coronary artery. A vessel perforation occurred in the mid lcx during the pci. The 2.8x26 mm graftmaster stent delivery system was inserted to treat the perforation and was able to reach the proximal lcx, but it could not reach the mid lcx due to the calcified anatomy. The sds was attempted to be pulled back into the guide catheter when the stent dislodged from the sds into the aortic arch. Attempts to snare the dislodged stent were unsuccessful and the stent migrated to the left internal iliac artery. The patient's heart rate and blood pressure dropped. Cardiac arrest occurred and the patient was resuscitated. The patient was intubated and hemodynamic support was administered. At the end of the procedure, the lcx was 100% occluded but the occlusion is not related to the graftmaster. No additional information was provided.